Event description:
I was given amo complete moisture plus to use with my contacts. From time of initial use I experienced burning and discomfort. I already struggle with dry eye but now could hardly manage to use my lenses with out being seriously irritated. I felt like I had shampoo in my eyes, they stung, were red, were blurry... All the while I did not suspect the solution only my eyes... I noticed when I wore my glasses my vision seemed not as good as before, there was marked more blurryness and I believe this product caused me to lose vision. I have stopped using it and it will now see my md who I was also blaming before I found out about this recall. Are you testing the solution at all?. Dates of use: approx seven months in 2006. Diagnosis or reason for use: given with contact lenses. Event abated after use stopped or dose reduced? #1 yes.